Event description:
User reports issue with discrepant cea results when comparing 2 different lots of reagent. Eight examples provided. Sample 1. Initial result 11.6 ng/ml, repeat 4.7 ng/ml. Sample 2. Initial result 8.0 ng/ml, repeat 0.9 ng/ml. Sample 3. Initial result 21.5 ng/ml, repeat 11.0 ng/ml. Sample 4. Initial result 8.7 ng/ml, repeat 1.7 ng/ml. Sample 5. Initial result 12.7 ng/ml, repeat 6.4 ng/ml. Sample 6. Initial result 9.9 ng/ml, repeat 2.8 ng/ml. Sample 7. Initial result 11.5 ng/ml, repeat 5.1 ng/ml. Sample 8. Initial result 18.2 ng/ml, repeat 11.9 ng/ml. Erroneous results were not reported. If additional info is received, appropriate notification will be provided.